Event description:
(B)(4). Continued with serious heavy bleeding and required an essure removal of tubes and coils and then a couple month later because of the damage done to my uterus I was in surgery again for a hysterectomy.